Manufacturer narrative:
Return information shows that cross brace is broken at the center hole. Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the crossbrace is broken where the pivot link attaches to the cross brace.

Manufacturer narrative:
Expanded return evaluation: visual inspection- the cross brace was severed at the hole where the pivot link is mounted and all of the threaded inserts were present and in good condition. Conclusion- utilizing the existing complaint information and actual observations of the returned product it its "as received" condition, the complaint was confirmed for the cross brace of having fracture near the hole where the pivot link is mounted. Return information shows that cross brace is broken at the center hole. Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the crossbrace is broken where the pivot link attaches to the cross brace.